Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of august 1, 2024, was chosen as a best estimate based on the date of the follow-up period when de novo urinary stress incontinence was observed. Block h6: patient code e232402 captures the event of de novo urinary stress incontinence. Impact code f1901 captures the event of additional surgery (sling implant) as treatment for the de novo stress urinary incontinence.

Event description:
It was reported that, during a sacrocolpopexy procedure, an upsylon y-mesh was implanted in the patient. Sometime after implantation, the patient did not experience any mesh erosion or extrusion, nor bowel complications during the follow-up period; however, the patient did develop de novo stress urinary incontinence which was seen during the follow-up period. As a result, the patient had a sling implantation as an intervention for stress urinary incontinence.

Event description:
It was reported that, during a sacrocolpopexy procedure, an upsylon y-mesh was implanted in the patient. Sometime after implantation, the patient did not experience any mesh erosion or extrusion, nor bowel complications during the follow-up period; however, the patient did develop de novo stress urinary incontinence which was seen during the follow-up period. As a result, the patient had a sling implantation as an intervention for stress urinary incontinence.

Manufacturer narrative:
Block h11: correction to block d2b: pro code. Block b3: the exact event onset date is unknown. The provided event date of august 1, 2024, was chosen as a best estimate based on the date of the follow-up period when de novo urinary stress incontinence was observed. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: patient code e232402 captures the event of de novo urinary stress incontinence. Impact code f1901 captures the event of additional surgery (sling implant) as treatment for the de novo stress urinary incontinence.